Event description:
Same case as MFR#2134265-2008-02254. It was reported that during a coronary drug eluting stenting treatment procedure, advancement difficulties and stent dislodgement occurred. The physician was attempting to do the kissing technique using a 2.50x12mm taxus express2 drug eluting stent and a 3.00x12mm taxus stent. The physician advanced the first stent (size unspecified) into the circumflex (cx) and then attempted to place the second stent (size unspecified) into the obtuse marginal (om), but the second stent would not advance. "The physician thought that the wires were wrapped together so he pulled both stents back into the catheters. Then, before going back into the om, he pulled the stents all the way out to untangle the two and noticed the stent had come off the wire." They found the two stents connected to each other. The physician completed the case with two new stents, and the patent condition is listed as okay. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.